Event description:
Baxter (B)(4) received a report of an infusor that remained "static" during patient infusion. The concomitant medical products are currently unknown. It was reported that the patient was using the infusor for more than 46 hours awaiting the end of infusion, however there was no flow from the device. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of no flow/non-delivery was not confirmed during evaluation. Photo evaluation could not confirm the reported issue because the bladder appeared almost empty. The pictures did not show clear evidence of "no flow". No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as the device was not returned for evaluation. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.